Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Freedom of information act.

Event description:
It was reported that the atrial lead exhibited oversensing. No actions were taken and the atrial lead remains in use. No patient complications have been reported as a result of this event. This patient is participant of the sls clinical study.